Manufacturer narrative:
The technician was able to confirm the reported heat and noted a worn driveshaft assembly.

Event description:
It was reported that during a maxillofacial procedure at the user facility the micro reciprocating saw was overheating. The procedure was completed successfully using back-up equipment. There was a clinically significant delay requiring the use of additional general anesthesia while back-up equipment was retrieved; no additional medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a maxillofacial procedure at the user facility, the micro reciprocating saw was overheating. The procedure was completed successfully using back-up equipment. There was a clinically significant delay requiring the use of additional general anesthesia while back-up equipment was retrieved; no additional medical intervention and no adverse consequences were reported.